Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck inside me [foreign body in reproductive tract]. Tampon string broke off [device breakage]. Consumer stated on social media that a tampon got stuck inside of her due to the string breaking off. No serious injury was reported.